Event description:
It was reported that, during testing and after 4500 joules of use and firing in 15 sec intervals, the fiber broke inside the connector. It was further clarified that the break can be seen with a magnifying glass. There was no patient involved.

Manufacturer narrative:
With all the available information, boston scientific concluded that the reported fiber internal connector break was confirmed. Microscope inspection identified that distorted light was exiting the connector face indicating and internal connector fracture. In addition, the tip was found to be degraded. The laser fibers are consumable devices and expected to degrade with use. During functional analysis, the aim beam was bright and distorted due to the degradation of the fiber tip. The observed condition of distorted light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. Based on analysis results and information available, the reported clinical observations were confirmed.

Event description:
It was reported that, during testing and after 4500 joules of use and firing in 15 sec intervals, the fiber broke inside the connector. The break cannot be seen even with a magnifying glass. There was no patient involved.